Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter alleged that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a leak test was performed and a leak was found at a tear in the keypad cover. The pump case was removed and moisture damage was observed inside the pump. Unrelated to the complaint, evaluation revealed that the display was blank and that the pump¿s vibratory alarms were not functioning.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.